Event description:
It was reported that during a da vinci si surgical procedure, the thoracis grasper instrument malfunctioned and became lodged in the trocar. The trocar and instrument were removed simultaneously to allow for removal of the instrument from the patient. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one drive cable is broken at the snake wrist. The broken cable segment sticks out of snake wrist. The wrist motion is not intuitive as a result of the cable breakage. The other cables at the wrist are not damaged. Engineering evaluation also found that the black tube insulation is damaged at the distal end and has a missing piece that measures approximately 0.187 x 0.439. The metal shaft is exposed as a result. Engineering concluded that the damage is likely due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.